Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead, model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on the majority of the lead contacts. The patient underwent revision wherein leads were explanted. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on the majority of the lead contacts. The patient underwent revision wherein leads were explanted. The patient was doing well postoperatively.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.